Manufacturer narrative:
Visual inspection revealed no external damage or abnormalities. Electrical inspection was completed, by clamping a piece of tin foil in the jaw. The measurement of the upper and lower link in common. In the rest position, the resistance is according to specification. During handling, turn in and bending the shaft, the resistance changes permanent, even to values out of specification until limitless. This behavior is unusual. The handle was disassembled and sliding contacts were investigated. The proximal contact was according to specification but the distal one exhibits contaminates on the shaft. The shaft is the link for the lower electrode of the jaw. It is presumable, that was the reasons for the resistance drop outs. The root cause of this contamination is blood, which percolates through the shaft during surgery. The manufacturing documents has been checked and found to be according to the specifications during the time of production. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change.

Event description:
During a sleeve gastrectomy, the instrument worked but not very well and surgeon was unsatisfied. Hemostasis was not satisfying. Two times after single seal and cut, surgeon had open vessels after removing the device. On several seals he had to reseal due to oozing or use a clip. Then he switched to double seals, but hemostasis result was still not good. There was also oozing after a while on several seals. There was a lot of smoke during the sealing, so that the op site was sometimes hard to see. No patient injury. Surgery was delayed 10 minutes. Additional information received: all vessels were able to be sealed completely using caiman device. No additional intervention needed.